Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing has not been ordered since test strip lot is unknown. A follow up report will be filed.

Event description:
Routine complaint investigation when a consumer reported receivinf imprecise sequential readings within a ten minute time frane on the precision qid blood glucose meter. The results when plotted on to a parkes error grid fell into the "c" zone which is considered clinically significant. There was n o report of death, serious injury or mistreatment associated with this event.